Manufacturer narrative:
The sheath was not returned to edwards, irvine for evaluation; however, there was no allegation of device malfunction against this device. According to the instructions for use (IFU), vascular complications are potential adverse events associated with the tavr procedure. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. Per the edwards training manuals, pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. In this case, the most likely cause for the reported left iliac artery dissection appears to have been related to the expansion of the sheath at the point where the crimped valve seemed slightly expanded, which was thought to have been caused by the ic accidental injection of contrast into the delivery system balloon port instead of the pigtail. It was also reported that the patient's minimum luminal diameter (mld) measured 8.1mm with mild calcification and tortuosity. The minimum required vessel diameter for a 24f sheath is 8mm. It seems likely that a combination of procedural factors (i.e. Slight expansion of the crimped valve by user error), and patient factors (i.e. Access vessel borderline mld) may have caused or contributed to the event. Since there is no allegation of device malfunction, or labeling issues, no further investigational activities will be performed. The ifus and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Per the edwards lifesciences clinical specialist report, upon removal of the retroflex3 24fr sheath, angiography revealed a small dissection in the left external/common iliac artery. This area was covered with a 10x50mm covered stent, resulting in an excellent result angiographically. The patient was stable after the procedure. Case summary: preprocedure inspection revealed no problems with the sheath. After gaining percutaneous access in the left femoral artery, the 23f, 25f and 28f dilators were used to predilate the vessel with no complications. A 24fr rf3 sheath was placed with little difficulty into the artery. When attempting to advance the rf3 delivery system through the sheath the valve would not pass. Angiography revealed the valve appeared stuck in the sheath and the distal end of the sapien valve appeared slightly expanded when compared to the initial crimp. It was noticed that one of the interventional cardiologists accidentally connected the acist device to the delivery system balloon port instead of the pigtail and it was believed he slightly injected some contrast into the delivery balloon expanding the valve slightly on the distal end. As a result, the valve got caught in the mid section of the sheath and inadvertently over expanded the sheath probably causing a slight dissection in the external/common junction of the left iliac artery. The sheath was then pulled back and the valve passed through the affected area. The 26mm sapien was implanted 50:50 with post implant tee revealing zero pvl or ai. Inspection of the sheath showed an expanded area where the valve was initially stuck which more than likely caused the slight dissection.